Manufacturer narrative:
Per evaluation conducted by the manufacturing site: result of investigation: the defect identified is most likely due to improper use by the user. Thermal damage was identified in the white teflon block, which was caused by heat generation inside the device. Possible causes of this heat generation could be a short circuit, a flashover or similar electrical malfunctions. One possible reason for a short circuit is the presence of residual moisture inside the device, which can ultimately lead to a burn-through of the teflon block. In addition, it was determined that the article with the lot number pt04 was produced in 2016. This means that the product is already 8 years old, which indicates that a possibly reached life cycle could also have contributed to the defect. The combination of aging and electrical influences could thus be the cause of the described error. Here it is important that the user adheres to the instructions for use in order to avoid defects. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during turp case in (B)(6) 2024 (exact date was not provided), the resectoscope handpiece made sparks and caused the side to melt internally, and a dark spot to form. They were able to complete the procedure using a back-up device with no delay. No patient impact was reported.

Manufacturer narrative:
Additional information: the device was returned to our us facility on oct-23-2024, section d9 was updated with this information. The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4) .